Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2011 based on the info provided by the customer and evaluation of the returned sample. One unused sample 2 way standard sil foley catheter was received on (B)(4) 2011 tested on (B)(4) 2011. Results are as follows: complaint was confirmed as per returned sample. The product contained inside the unit pack was wrongly marked as size 16x10 on the funnel but the actual product is 30cc balloon which was found corresponding with the unit pack, shelf-box and carton label as 2 way standard sil with (B)(4) which is meant for the size 16x30. Such defect could probably been due to wrong selection of the marking block since there is no size 16x10 processed on the same day ((B)(6) 2011). Defect was not detected during marking stage till packing stage which lead to this complaint. In conclusion, related personnel will be informed and appropriate corrective action will be taken to prevent future recurrences of similar types of discrepancy. Reported to the FDA on (B)(4) 2014. Note: this MDR is being reported as a result of a retrospective review of complaint records conducted by convatec for complaints received from 05/01/2011- 09/30/2013. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that "30 cc is printed on the label, but 5/10cc is printed on the actual catheter'.